Manufacturer narrative:
(B)(4). Date sent 10/14/2025. D4 batch #u5ez9l. Corrected data d4: UDI#. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was not returned, and there were no staples present indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Additionally, a photo was provided at product complaint level and it shows the device along with the anvil with no apparent damage and safety disengaged. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5ez9l, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/7/2025 additional event information the patient's initials is (B)(6), 78 years old, male, 170 cm and 57kg. The patient background information is no appendicitis, bronchial asthma, hypertension, chemotherapy, etc. There was no discomfort and when fired as usual, there was no clicking sound, and the lever (trigger) was gripped hard enough to bend when used in a sigmoid resection. At that time, the doctor decided that something was wrong and another doctor tried to remove it, but it was difficult to remove. It was possible that it was rotated more than two times, but eventually it could be removed while still attached to the anvil. The staples only passed through the tissue in a u-shape almost all the way around. The intestine was additional resected fired again with a new cdh29a, and the anastomosis was successful without any problems. Although additional surgery was performed, the post-operative progress is going well and the patient is expected to be discharged within the scheduled number of days of hospitalization. There was no effect immediately after surgery. A senior doctor commented, "maybe there was a problem with the way how to hold?", but it was used as usual, the doctor thinks there was no a problem with the operation method. The staples passed through the tissue, and it is unknown why there is no sound. (Why the washer was not broken.).

Manufacturer narrative:
(B)(4). Date sent: 10/9/2025. Additional information was requested, and the following was obtained: in the additional information it is stated "although additional surgery was performed". Please explain. The correct one was ''additional surgery was performed'' did the patient have to undergo an additional surgical procedure other than the original procedure? No.

Event description:
It was reported that during a robot assisted unknown surgery, the device could not be fired but there was no click sound, and the usual feeling was not there after releasing safety lock. It was also not possible to remove it smoothly. A leak test was performed and suture failure was found. The staple remained in a u-shape and could not be fired properly. Additional suture was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 10/1/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional event information: the device was used on ra. There was room for additional resection, and re-anastomosis was possible. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.